Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported inflow conduit malposition could not be confirmed through this evaluation as no images were submitted and the device remains in use. Additionally, review of the submitted log files could not confirm the reported low flow alarms. The reported pulsatility index (pi) events were confirmed through the evaluation of the submitted log files. A specific cause for the low flow alarms and pi events could not conclusively be determined through this evaluation. However, the account communicated that the patient¿s left ventricular assist device (lvad) cannula placement contributed to the low flow alarms. The submitted controller event log file did not captured any low flow hazard alarms. However, transient low flow fault flags were observed which did not last long enough to result in alarms and were associated with elevated pi values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, ¿introduction¿, addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle. This section instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having multiple frequent low flow alarms and pulsatility index (pi) events. The patient was not hypotensive, and a computed tomography (CT) scan looked "okay". Log files were submitted for review and captured 2 momentary low flow estimates with high pi on (B)(6) 2024 at 09:41 and 09:44. The event log also captured persistent pi events throughout the log on 21june2024. It was additionally reported on (B)(6) 2024 that the recurrent low flow alarms were due to cannula placement and the computed tomography angiography (cta) was negative for an extrinsic outflow graft obstruction (eogo). Low flow software was installed on the patient's primary and backup system controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.